Manufacturer narrative:
The lens was not returned for evaluation; therefore it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the device history record could not be performed. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the lens. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or current diseases). By definition it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification referring to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that two lenses are scheduled to be explanted sometime in (B)(6) 2018 due to presumed calcification. This report is for lens 1 of 2. Additional information was requested but has not been received.

Manufacturer narrative:
Additional information related to the product identification was obtained and it was determined that the lens is hydroview 1.0. Therefore, FDA exemption e2008011 is applicable to this reported issue.